Event description:
The customer reported that the reservoirs were leaking from the transfer guard and the o-ring. The customer stated that his blood glucose has been from 300 mg/dl to 600 mg/dl, and he was not feeling well. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.